Event description:
It was reported that the solution from the hotline device recirculating side may have broken through into the patient-tubing side. The patient remained hospitalized for post-surgical recovery. There was no patient harm, and no medical intervention was required.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
A6. Race: correction. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the solution from the recirculating side may have broken through into the patient tubing side" could not be confirmed due to the complaint was pertaining to the consumable. The unit was received with no consumable. Unit passed electrical testing, idle temp check testing, alarm checks, and leak check testing. Probable cause is unknown due to the complaint being pertaining to the consumable and not the device itself. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.